Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat 1 analyzer sn (B)(4) that yielded a suspected discrepant result of 0.27 on a (B)(6) female patient presented in the ER and admitted for cardiac event and corroborative EKG on (B)(6) 2013. There was no additional patient information available at the time of this report. Method: I-stat; time : 0530; result: 0.04 ng/ml; sample: unk. Method: I-stat; time : 0605; result: 0.05 ng/ml; sample: unk. Method: I-stat; time : 0645; result: 0.05 ng/ml; sample: a. Method: I-stat; time : 0656; result: 0.27 ng/ml; sample: a. Method: I-stat; time : 0717; result: 0.05 ng/ml; sample: a. Method: I-stat; time : 1100; result: 0.05 ng/ml; sample: unk. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).